Event description:
It was reported that during a planned full endoscopic stenosis decompression (two levels) procedure, the working channel is "partially blocked". Kerrison rongeur (punches) and high-speed burr cannot pass through the channel. Although, no foreign body was blocking the channel, it was found that the working channel was triangularly shaped. The surgeon had to change the surgical procedure to a minor surgery and use a microscope in the end.

Manufacturer narrative:
The investigation is still on-going.